Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 325cc saline prosthesis, catalog #3502325, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. Also, the patient noted bilateral mobility of her implants. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 450cc saline prostheses was performed on (B)(6) 2018. No procedural complications were noted. Mentor previously reported the deflation on 8/15/2018 under 1645337-2018-04965. On 9/5/2018 mentor first became aware of bilateral implant mobility and an additional impacted product was added to the complaint.

Manufacturer narrative:
Additional information was received on 10/1/2018. The patient was caucasian. The patient fully recovered with no residual effects or accompanying symptoms. Manufacturer¿s reference number: (B)(4).